Event description:
A report was received that a patient was burned on the calf during a procedure. It is not known if treatment was provided for the burn.

Manufacturer narrative:
UDI # is not available additional information was received that the grounding pad was placed on the patients left calf. The physician believes that the patient likely had lotion on their leg, therefore the edges of the grounding pad curled up which caused the burn. It was noted that the patient felt it burning for a second, but the edges of the grounding pad was pressed down, and they were able to finish the procedure without any further discomfort. The physician stated that on the day of the event it did not seem like a big deal at all, and that the burn was minor and superficial. There was no medical intervention provided. It is indicated that the grounding pad will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that a patient was burned on the calf during a procedure. It is not known if treatment was provided for the burn.